Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crtd) device showed 8 months remaining longevity during previous device check. Two months after, a recent device check showed that the crtd reached elective replacement indicator (eri). Boston scientific technical services (ts) suggested to replace the device. As per medical review this, crtd device was explanted due to normal battery depletion (nbd). No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of memory noted no suspicious faults or resets occurred. There were several high voltage charges that occurred during the months of july and august causing the longevity to change and the device to declare ert. This device had normal battery depletion.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crtd) device showed 8 months remaining longevity during previous device check. Two months after, a recent device check showed that the crtd reached elective replacement indicator (eri). Boston scientific technical services (ts) suggested to replace the device. As per medical review this, crtd device was explanted due to normal battery depletion (nbd). No additional adverse patient effects were reported. This supplemental report is being filed because product evaluation was completed.